Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about on (B)(6) 2009, after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR # 1225714-2013-01441.

Manufacturer narrative:
Associated MDR numbers were corrected to the following: this is one event reported on the same pt involving two separate products and associated with MDR #1225714-2013-01439 and 1225714-2013-01440.

Manufacturer narrative:
The add'l info received alleged that the event occurred approx three days after the initially reported event date and caused the pt to expire. The pt's date of death has been confirmed as the date from the add'l info. This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2013-01439 and 1225714-2013-01440. Add'l info has been requested and will be submitted upon receipt of add'l info.

Event description:
The add'l info noted that the pt expired approx 3 days after the event.